Manufacturer narrative:
The investigation of the provided real time data from (B)(6) shows synchronization of both egm and markers. A known display issue triggers desynchronization of egm and markers when the test is displayed after the test was performed. The main hypothesis is that the real time egm and markers were synchronized during the test and that they were desynchronized when redisplayed at the end of the test. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the egm and markers are not synchronized during the threshold tests. Can you please let us know what to do?

Event description:
Reportedly, the egm and markers are not synchronized during the threshold tests. Can you please let us know what to do?